Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female patient contacted zoll to report that the patient broke out on her back. The nurse reported it was open blisters or wounds and did not appear to be a heat rash. The doctor advised patient to end use of the lifevest due to the skin condition. The skin condition is prohibiting the patient from wearing the lifevest. There was no follow up on the sore to see if it healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.